Event description:
Additional information was received from the health care professional (hcp). When the hcp was asked to clarify the statement that the device was not working, the hcp stated that the device was removed on (B)(6) 2025. The hcp confirmed that it was not caused by the normal battery depletion. When asked about the most likely cause of the event, the hcp stated that the patient did not use the device and wanted device removal. The hcp confirmed that the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the device was removed on (B)(6) 2025.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the device did not work. They mentioned that the only time they managed to get it to work was when they injured themselves. The patient also expressed frustration about not being informed on how to use the device or the purpose of the therapy. The patient was redirected to their healthcare provider for further assistance. They mentioned having an appointment tomorrow, during which they planned to request the removal of the ins because they feel it does not work. Although the agent offered to explain how to use the device, the patient declined and stated they did not want any further assistance at this time. Additional information was received from a healthcare professional (hcp). The hcp reported that the device removal or replacement was planned on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.